Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device battery wa swollen. The device was returned to the biomedical department for with an unsigned note that stated, "not working". No specific patient information, pump programming, or event details were available. Ther were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, it was noted that the device battery was swollen. No additional information was provided.